Event description:
Reported blood glucose results of 505 mg/dl, 482 mg/dl, 314 mg/dl, 197 mg/dl and 184 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.